Event description:
It was reported the customer had excessive no delivery alarms. Customer also reported having inaccurate readings with their sensor glucose and blood glucose. Troubleshooting did not occur. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.